Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not appear to be able to get the patient temperature(pt) back to 36c. Patient therapy started to cool patient to target temperature(tt) 36c. Patient temperature(pt) dropped instead to 34c and nurse states device . Confirmed that when the patient temperature(pt) dropped to 34c (target temperature(tt)36c) the water temperature(wt) was 40c. Noted without having additional information, such as diagnostic information obtained from the device when this was actively occurring, they were unable to trouble shoot, but the device was responding as expected during that time period. Patient temperature(pt) currently 36.7c and water temperature(wt) 11c. Noted device was currently responding as expected and trying to get the patient temperature(pt) back to the target temperature(tt). Discussed inverse water temperature(wt)-patient temperature(pt) relationship. Encouraged their to call back if they notices a gap in the patient temperature(pt) & target temperature(tt) again or had any questions. They would follow up with tm to get case data for ttm ts to review. Sn dycxy555 second call same day: second call from this account today. Nurse stated original target temperature(tt) was 36c. Shivering protocol was followed, and patient dropped to 34c. They changed target temperature(tt) to 37c and added a bair hugger when the patient temperature(pt) was not increasing as quickly as they expected. Patient temperature(pt) increased to 36.7c. So caller changed the target temperature(tt) to 36c and removed the bair hugger. Now the patient was 34.9c, water temperature(wt) 35.9c, target temperature(tt) 36c and flow rate(fr) 2.9lpm. They wants to know if the bair hugger should be turning on again or if they should end therapy. Explained due to the multiple changes in target temperature(tt) it would be difficult to troubleshoot. Educated on medication overshoot. Two probes in place (as/esophageal reading 34.9c and rectal to bedside reads 34.8c). Normothermia case with no rate programmed. Patient 91.7kg with large pads in place. Approximately 5-6" of exposed abdomen. (High water level) set to 40c, increased to 42c. Turned bair hugger back on. Recommended making no other changes to target temperature(tt) at this time and allow device to work. Device seems to be responding appropriately (good pad coverage, good flow, warm water). If the patient temperature(pt) has not responded as expected in two hours feel free to page again, however it was possible this was a clinical issue rather than a device issue.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not appear to be able to get the patient temperature(pt) back to 36c. Patient therapy started to cool patient to target temperature(tt) 36c. Patient temperature(pt) dropped instead to 34c and nurse states device. Confirmed that when the patient temperature(pt) dropped to 34c (target temperature(tt)36c) the water temperature(wt) was 40c. Noted without having additional information, such as diagnostic information obtained from the device when this was actively occurring, they were unable to trouble shoot, but the device was responding as expected during that time period. Patient temperature(pt) currently 36.7c and water temperature(wt) 11c. Noted device was currently responding as expected and trying to get the patient temperature(pt) back to the target temperature(tt). Discussed inverse water temperature(wt)-patient temperature(pt) relationship. Encouraged them to call back if they notices a gap in the patient temperature(pt) & target temperature(tt) again or had any questions. They would follow up with tm to get case data for ttm ts to review. Sn dycxy555 second call same day: second call from this account today. Nurse stated original target temperature(tt) was 36c. Shivering protocol was followed, and patient dropped to 34c. They changed target temperature(tt) to 37c and added a bair hugger when the patient temperature(pt) was not increasing as quickly as they expected. Patient temperature(pt) increased to 36.7c. So caller changed the target temperature(tt) to 36c and removed the bair hugger. Now the patient was 34.9c, water temperature(wt) 35.9c, target temperature(tt) 36c and flow rate(fr) 2.9lpm. They wants to know if the bair hugger should be turning on again or if they should end therapy. Explained due to the multiple changes in target temperature(tt) it would be difficult to troubleshoot. Educated on medication overshoot. Two probes in place (as/esophageal reading 34.9c and rectal to bedside reads 34.8c). Normothermia case with no rate programmed. Patient 91.7kg with large pads in place. Approximately 5-6" of exposed abdomen. (High water level) set to 40c, increased to 42c. Turned bair hugger back on. Recommended making no other changes to target temperature(tt) at this time and allow device to work. Device seems to be responding appropriately (good pad coverage, good flow, warm water). If the patient temperature(pt) has not responded as expected in two hours feel free to page again, however it was possible this was a clinical issue rather than a device issue.